Manufacturer narrative:
The device was returned to ventec for investigation. The reported malfunction was confirmed. The investigation determined user error caused/contributed to the reported malfunction.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device unexpectedly shut down. There was no patient involvement.